Event description:
Dbss fails to perform validation checks when updates such as blood type group are made in the "edit unit" screen to determine if the unit should be quarantined. If this event were to reoccur, the event may cause or contribute to a death or serious injury. Due to the fact that plasma products do not require abo confirmatory testing, an incoming product would be received into the facility as available. Since plasma products do not require crossmatching, the abo incompatibility would not be identified prior to the unit being issued and subsequently transfused. This in turn could result in the death or serious injury to a patient.